Event description:
It was reported that the patient had presented for a follow-up visit in the clinic with pocket erosion and infection. The pocket was noted to contain yellow pus. The entire system, including the implantable cardioverter defibrillator (ICD), right ventricular lead, right atrial lead, and left ventricular lead, was explanted. The patient remained in stable condition.

Manufacturer narrative:
The event date was an estimated date, referring to approximately two months prior to the date of the clinical follow-up.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.